Manufacturer narrative:
(B)(6). (B)(4). Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the implant broke while tamping it in during a transforaminal lumbar interbody fusion (tlif) spinal surgery at l4-5. It was removed and replaced with a different implant.

Manufacturer narrative:
Visual and optical examination confirms the implant is fractured at the implant inserter interface, with rays emanating from the instrument holder interface area, consistent with overload. The above observations are consistent with brittle overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.